Manufacturer narrative:
It was reported that the patient has potential loosening of the tibial component. Revision surgery is planned to exchange the tray and poly insert. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has potential loosening of the tibial component. Revision surgery is planned to exchange the tray and poly insert.